Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump was hot before malfunction. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer's blood glucose level.